Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. The investigation of the torque limiting attachment has shown that the tip (part of attachment) is unscrewed from the main body. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. This can happen due to improper handling (when the screw is loosened on the left). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part # 511.776, serial # (B)(4). Manufacturing location: (B)(4), manufacturing date: mar 09, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that post-operatively, during the cleaning process, it was detected that the torque limiter fell apart (within the warranty time range). No patient involvement reported. Complaint involves one (1) part. This report is for one (1) torque limiting attachment. This is report 1 of 1 for (B)(4).